Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: essure started to migrate/migration') in an adult female patient who had essure (batch no. 838668-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth in 2009, live birth in 2008, live birth in 2004, body mass index normal, anxiety, depression, schizophrenia and sexually transmitted disease. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinarytract/vaginal)"), cystitis ("infection (bladder/ urinarytract/vaginal)"), urinary tract infection ("infection (bladder/ urinarytract/vaginal)"), migraine ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("lower abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, migraine, female sexual dysfunction, abdominal pain lower, dyspareunia, vaginal discharge, weight increased, alopecia, pelvic pain, abdominal pain and bladder disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in hsg date- (B)(6) 2006 but date of insertion was 2009. Patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Lot # reported (838668) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: essure started to migrate') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("lower abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in 2014. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, migraine, female sexual dysfunction, abdominal pain lower, dyspareunia, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, cystitis, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in hsg date- 2006 but date of insertion was 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs received: lawyer was added. Case become incident, previously added injury nos was replaced by abnormal bleeding (general) & new events- abnormal bleeding (vaginal, menorrhagia), bladder infection, urinary tract infection, vaginal infection, apareunia, migration of essure device location of device: essure started to migrate, dyspareunia, lower abdomen pain, vaginal discharge, weight gain, hair loss were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: essure started to migrate/migration') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("lower abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, migraine, female sexual dysfunction, abdominal pain lower, dyspareunia, vaginal discharge, weight increased, alopecia, pelvic pain, abdominal pain and bladder disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in hsg date- (B)(6) 2006 but date of insertion was 2009. Patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new events added: pelvic pain, abdominal pain, bladder problems. Reporter information was updated. Essure dates updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: essure started to migrate/migration') in an adult female patient who had essure (batch no. 838668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth in 2009, live birth in 2008, live birth in 2004, body mass index normal, anxiety, depression, schizophrenia and sexually transmitted disease. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinarytract/vaginal)"), cystitis ("infection (bladder/ urinarytract/vaginal)"), urinary tract infection ("infection (bladder/ urinarytract/vaginal)"), migraine ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("lower abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, migraine, female sexual dysfunction, abdominal pain lower, dyspareunia, vaginal discharge, weight increased, alopecia, pelvic pain, abdominal pain and bladder disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in hsg date- (B)(6) 2006 but date of insertion was 2009. Patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet received. Reporter, patient demographics and medical history was added. Essure lot number added. Event genital hemorrhage medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.